Event description:
It was reported that the customer received an excessive no delivery alarm from her insulin pump. The customer's blood glucose level was 241 mg/dl. Standard troubleshooting was performed. The customer stated that the alarm occurred after a new battery was inserted. The customer was advised that the insulin pump experienced unexpected restart. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.